Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, with a gradual increase over time. Technical services (ts) recommended that lead replacement should be considered. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.